Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened while applied to tissue. The surgeon used another device to remove the locked instrument from the tissue.